Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited a tachycardia alert due to post-sensed t wave oversensing. Programming changes were made on 25 may 2021, and there were no patient consequences.